Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. A system log review was not performed as there is insufficient or unconfirmed product/event information. Lakmal mac, selvasekar cr, aggarwal s, et al., robotic multivisceral resection (rmvr) of the pelvis for locally advanced colorectal carcinoma: single oncosurgical center experience. South asian j cancer 2024;00(00):00¿00. Doi https://doi.org/10.1055/s-0044-1791561 issn 2278-330x. Section b3: there is insufficient information regarding the procedure date; therefore, the article publish date was used. Section d4: the procedures in the article were performed on both da vinci s and si systems. There was no differentiation provided regarding which system was used for the procedures. Therefore, the product is reported as not available.

Event description:
A review of an article was conducted which evaluated patients who underwent robotic multi-visceral resection (rmvr) for a primary colorectal carcinoma. The retrospective study analyzed 24 patients who underwent rmvr between 2012 to 2022. A total of six patients experienced complications, clavien-dindo grade iii or higher, which included pelvic fluid collections needing radiological drainage and infections of the perineal wound/flap needing drainage under local anesthesia. No device malfunctions were reported, and the authors did not attribute any events to a da vinci device or product. The study concluded that for advanced colorectal cancer, rmvr is a safe and attainable process. Additional information was provided through follow-up from the corresponding author: the operations discussed are complex and these are expected for this group of pts and following neoadjuvant treatment.